Event description:
It was reported that the atrial lead exhibited loss of sensing and capture. The lead appeared to be dislodged via fluoroscopy. The patient's condition was good. Lead repositioning was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.